Event description:
It was reported that patient had a fractured lead.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7074124

Event description:
It was reported that patient had a fractured lead. Additional information received that patient lead had high impedances and inadequate pain relief was also noted. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.